Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, case cracked behind the pump near the battery compartment, battery tube threads broken, scratched case, and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states the retainer ring would not stay in place. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.